Manufacturer narrative:
(B)(4). The customer reported that a 7 second pause failed to alarm at the central and a pt death occurred. A clinician reported that they saw the pause. The monitor alarmed for asystole when the pt expired. Philips q&r learned of the pt death on (B)(6) 2011. It was noted that the pt had a pacemaker. The customer subsequently indicated that the pt later expired at which time asystole alarms were provided. It was noted that the pt expected to expire per the biomed at the site. Strips were provided for further review. The strips demonstrate 2 pages of data where the pt's waveform becomes flat. During one event, only one lead becomes flat as the 2nd lead of ECG continues to demonstrate a valid signal and beat labeling continues. The 2nd strip shows both leads became inoperative as noted by the "I" beat labels. Neither event meets the criteria for a pause alarm event to be annunciated. The customer was contacted on (B)(6) 2011 about this issue and the strips were reviewed. The customer explained that the device remained in use and has been working fine since this incident and testing of alarms after the incident found it was working and alarming for simulated alarm events. The available info does not support that any malfunction occurred. The available info does not support that any malfunction occurred. Device labeling (IFU) adequately describes the pause criteria and adequately describes technical inops. Consideration of this complaint and similar complaints supports that there is no design, mfg, materials, or labeling problem. No further investigation or action is required.

Event description:
The customer reported that a 7 second pause failed to alarm at the central and a pt death occurred.